Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm model#: sc-4316 lot #: 19097824 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not healing properly. The patient underwent an explant procedure because the physician did not want the patient to be infected. No device malfunction was suspected.